Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Log file analysis revealed the following events in chronological order: (B)(6) 2015: 02:03:07 - data point before the loss of power. Power port 1 was connected to (B)(4) at 48% rsoc. Power port 2 was connected to (B)(4) at 99% rsoc; 04:02:57 - controller power-up- 04:03:01 - motor start; 04:17:55 - data point after the loss of power. Power port 1 was connected to (B)(4) at 98% rsoc. Power port 2 was connected to (B)(4) at 95% rsoc. The patient was without power for up to 1 hour and 59 minutes. Alarm files showed 29 low flow alarms on (B)(6) 2015 starting at 4:03:07 to 04:43:36. The low flow alarms were triggered after the controller powered up and pump restarted (04:03:01 - motor start). Log analysis revealed a pattern of replacing batteries at high rsoc levels; power sources were likely to be replaced above 40%. This was evident on (B)(6) 2015 at 22:17:38, when the patient switched power port 1 from (B)(4) at 70% rsoc levels to (B)(4) at 100% rsoc. Given the patient's behavior observed, the loss of power on the reported event date may have occurred around the time the patient was replacing (B)(4) (48% rsoc) on power port 1. A battery, (B)(4) , was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on (B)(6) 2015 at 04:02:57 and 04:03:01 respectively. Logs file analysis revealed the controller was powered by two batteries, (B)(4) (48% relative state of charge (rsoc)) and (B)(4) (99% rsoc) at 02:03:07, before the loss of power; this indicates the patient may have been without power for up to 1 hour and 59 minutes. The data point logged after the controller regained power shows two different batteries were connected to power port 1 ((B)(4) , 98% rsoc) and power port 2 ((B)(4) , 95% rsoc). Log analysis revealed a pattern of replacing batteries at high rsoc levels; power sources were likely to be replaced above 40% rsoc. This was evident on (B)(6) 2015 at 22:17:38 when the last power source change before the loss of power occurred; the patient switched power port 1 from (B)(4) at 70% rsoc levels to (B)(4) at 100% rsoc. Given the patient's behavior, the loss of power on the reported event date may have occurred around the time the patient was replacing (B)(4) (48% rsoc) on power port 1. Premature power switching events were observed during log file analysis, however, these events did not occur near or on the reported event date. This is considered an incidental finding not related to the reported event. Analysis of battery (B)(4) revealed that the device failed to meet specifications; the battery passed visual examination but failed functional testing due to a high max error, indicative that the battery are above 25% rsoc; this finding correlates with the observation found during log file analysis, where it was found that the patient was switching power sources above 40% rsoc. Based on the available information; a possible root cause may be attributed to an accidental disconnection of both power sources. It was noted during log file analysis, and confirmed when two batteries were found out of calibration, that that patient would exchange and recharge batteries above 25% rsoc. Given this observation, log file analysis determined the patient was likely in the process of changing a power source when the loss of power occurred. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The devices were returned for evaluation. Although the circumstances leading to the double disconnect cannot be conclusively determined, a possible root cause may be attributed to accidental disconnection of both power sources likely while the patient was in the process of changing power sources. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Based on the available information,the most likely root cause of the patient outcome is hypoperfusion resulting from the loss of power to the system which lead to circulatory and cardiac arrest. No additional information was provided regarding the patient's past medical history and clinical status during the hospitalization; however, the patient's clinical status, related comorbidities, and interaction with the device may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware has opened an internal investigation to address this issue. This is eight of eight reports (3007042319-2015-01851, 3007042319-2015-01852, 3007042319-2015-01853, 3007042319-2015-01854, 3007042319-2016-00993, 3007042319-2016-00994, 3007042319-2016-00995 and 3007042319-2016-00996) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator, that the patient was in a nursing home environment. An emergency physician called and reported that on (B)(6) 2015, the patient had passed away. "By word of mouth, it was mentioned that the power source had been disconnected shortly and the patient could not be reanimated after restart of the pump. All components were confiscated by the criminal police, so that no further examinations regarding the order of events could be executed."